Manufacturer narrative:
(B)(4). Catalog number 062943-002 is the international list number which meets the requirements of the similar product listed, which is the us list number. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. An ulcer is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a symptom of anemia and underwent an upper gastro-intestinal tract endoscopy, which revealed a peptic ulcer (from stomach to duodenum). It was reported that the anemia was due to the peptic ulcer, which was caused by the mechanical pressure of j-tube. On (B)(6) 2018, the j-tube was removed and duodopa therapy was stopped on (B)(6) 2018. The patient's condition was stable and there was no need for a blood transfusion. The reporting physician stated the j-tube may had been taut continuously in the duodenum for a long period, which may had caused the longitudinal ulcer.